Event description:
It was reported that the device was used during a laparoscopic vesicle, the clips didn't form correctly. They had to use another device. There was no patient consequence.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.